Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): customer purchased a flowflex plus 4-in-1 kit with invalid test results. The results for rsv are inconclusive. The red line falls between the ctl and the r. Picture provided.

Event description:
Invalid result(s): customer purchased a flowflex plus 4-in-1 kit with invalid test results. The results for rsv are inconclusive. The red line falls between the ctl and the r. Picture provided.

Manufacturer narrative:
Case outcome: refer to cpus260137 form b investigation report (previous investigation for the same issue). Retention samples from lot rfc5118004 were tested and met the qc criteria. The issue was not found in the retained cassettes. The complaint is not confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.